Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(6) units. There are no units in stock in b. Braun surgical's warehouse. We have received 1 closed sample. Sewing test on artificial skin tissue has been conducted with the closed sample received and fraying does not appear when pulling the thread through the tissue. Visual appearance is the usual one as can be seen on enclosed picture. Unravelling has not been detected in the received sample. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause as the sample tested fulfills product specifications. Final conclusion: although the results of the samples tested of the same batch fulfil b. Braun surgical specifications, we take note of this incidence to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples tested. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with premicron suture. The client reported that had some issues with this suture unraveling during mitral procedures. With the suture with pledgets, the doctor can lock the stitch in 5 knots but with this suture, he does 7 or 8 knots and it keeps unraveling. The suture without the pledgets appears different to the supposed equivalent with the pledgets. When the knots are tied, they unravel and he has had to replace them several times with pledget sutures to anchor the mitral valve repair rings. Additional information has been requested.